Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of uncomfortable, firm to the touch, swelling, inflammation, lumps, "autoimmune thing," allergic reaction and strep throat are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, inflammation, autoimmune reaction, skin irritation, pain, infection-bacterial and hypersensitivity: "precautions for use: as a matter of general principle, implantation of medical device is associated with a risk of infection. Undesirable effects: the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Indurations or nodules at the injection area. Cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Patient reported that "about a month" after injection in cheeks with juvederm voluma with lidocaine patient developed at injection sites "a reaction" that is uncomfortable, firm to the touch, with swelling, and inflammation, and "it looks like their face is trying to push the product out because there are huge lumps and their body is doing an autoimmune thing". Patient reports physician thinks it may be an allergic reaction to the preservative in the filler. Healthcare professional reported patient also presented with strep throat. The injector noted the patient having not only had swollen left eye, but "whole left side of face" was swollen. Patient went to emergency services because eye almost swelled shut. Patient treated with massage and hyaluronidase by healthcare professional and apo-amoxi clav, pms cetirizine, and oral prednisone at emergency services. The swelling has resolved but other symptoms are ongoing.

Manufacturer narrative:
Medwatch sent to FDA on 11/05/2015. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Additional information provided by healthcare professional reports patient developed "red, pimple like spot" on left cheek and small, hard nodule and mild edema at upper left side of lip. Patient is very discouraged and worried about pain from another injection of hyaluronidase. Patient was also treated with antihistamine and aleve. Symptoms are ongoing.